Event description:
Case description: since last submission the case has been updated with the following: on 23-aug-2019, upon follow up it was reported that the patient was using bd ultra fine needles and not novofine needles. Hence this case will be deleted after this submission.

Event description:
Case description: investigation result: name: novofine needles - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: 29-jul-2019: as the device (novofine) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(6). H3 continued: evaluation summary name: novofine needles - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Curved needle broke when injected [needle issue]. Skin that was scabbed over by needle [injury associated with device]. Case description: this serious spontaneous case from the united states was reported by a nurse as "curved needle broke when injected" with an unspecified onset date, "skin that was scabbed over by needle" with an unspecified onset date, and concerned a elderly female patient who was treated with novofine (needle) from unknown start date and ongoing due to "device therapy", medical history was not provided. On an unspecified date, the patient's novofine needles was curved upon inspection and broke when injected. The patient was unsure if needle was in the skin. The patient reported of an area on the skin which had scabbed over. Action taken to novofine was reported as no change. The outcome for the event "curved needle broke when injected" was not reported. The outcome for the event "skin that was scabbed over by needle" was not reported. Reporter comment: on an unspecified date, the patient's novofine needles was curved upon inspection and broke when injected. The patient was unsure if needle was in the skin. The patient reported of an area on the skin which had scabbed over.